Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received of the message " scan again in 10 minutes" for 2 hours or more when scanning the adc device. On (B)(6) 2022, the customer experienced unspecified symptoms of hyperglycemia and had a seizure, however, was able to provide unspecified self-treatment. No third-party medical contact was reported. No further information was reported. There was no report of death or permanent impairment associated with this event.